Event description:
This lead was explanted due to intermittent oversensing. Prior to explanting, the physician tested this lead through the analyzer and it tested normal. There was damage that occurred during extraction. Should add'l info become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. The fragments of the lead containing the tip and the connectors were not returned for analysis. It is reasonable to assume that the lead was dissected during surgery. The two received lead fragments were extensively analyzed. The analysis of the lead demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explantation procedure. The analysis of the lead did not reveal any sign of a material or manufacturing problems.